Manufacturer narrative:
Continuation of d10: product ID 3560022 lot# unknown product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3560022, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient was in test phase, tlp phase 1. During an evaluation consultation with the urologist (after one week or so), a communication error was encountered on the smart programmer (error message: cable is not connected. Connect a cable to the external device.). The samsung was turned off and on, the connection between the extension and the ens were checked and confirmed secure. Another samsung was tried but it didn't help. A new ens was connected, and the problem was resolved. After 12 hours of usage, the new ens gave the same error (cable is not connected. Connect a cable to the external device.). The rep stated the problem maybe didn't lie with the ens, but with the extension cable used. The patient was scheduled for a revision of the extension on (B)(6) 2026. Additional information was received from the rep on (B)(6) 2026 that confirmed the revision surgery took place. A new extension was connected. The rep noted that the urologist mentioned there was a lot of fluid in the pocket, but no fluid on the connection between the electrode and extension. Additional information was received from the rep on (B)(6) 2026. The rep reported that the cause of the connection issues with the cable was not clear, and repeated that a second ens gave the same error message 12 hours later. The rep stated maybe a faulty extension cable was the most likely cause.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep indicated that they did not have any additional information to provide, and then repeated that the cable was replaced by another one, and the test [phase] continued. The rep stated the therapy worked fine, and the patient was implanted with a permanent neuromodulator.